Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips(2 samples). Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-140mg/dl fasting. Comparison of result using doctor's meter - 140mg/dl and customer's meter 83 mg/dl. Verified test strips expire 03/31/2018. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: with all the results in the meter. No adverse event reported. Customer is comparing his meter with the doctor's meter. He ran a test on (B)(6) 2015 @ 10:00am and he got 83mg/dl and on his doctors's meter he got 140mg/dl. (Fasting).

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-140mg/dl fasting. Comparison of result using doctor's meter - 140mg/dl and customer's meter 83 mg/dl. Verified test strips expire 03/31/2018. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Reviewed meter memory: 1:84mg/dl (B)(6) 2015 01:04:00 pm fasting:yes; 2:82mg/dl (B)(6) 2015 11:46:00 pm fasting:yes; 3:83mg/dl (B)(6) 2015 09:02:00 pm fasting:yes; 4:82mg/dl (B)(6) 2015 08:08:00 pm fasting:yes. Customers concern: with all the results in the meter. No adverse event reported.